Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed low battery. The customer received the low battery alarm again after changing the insulin pump's battery. When the customer ran the self-test the insulin pump alarmed pump error 63. Customer's blood glucose level was 8.3 mmol/l. The customer experienced high blood glucose levels around 15 mmol/l and 16 mmol/l. The customer dropped the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. The device was not returned.